Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported to cue health field application scientist on behalf of five individuals that received false positive results. This report is to document the false positive result for individual 3. Individual received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 30889g, reader sn (B)(6) . Customer states subsequent follow-up tests performed have provided negative results (brand/manufacturer/type of test, date of testing and frequency not specified). Cartridges were stored within the validated temperature range. Although requested, no further information has been provided.